Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24337. It was reported the patient experienced heating while charging his scs ipg. The patient stated the heating was uncomfortable. A replacement charging system was sent to the patient to address the issue.